Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 250 units of insulin. There was no impact to the customer's blood glucose level. It was reported that the customer will use the current pump for continued insulin therapy.